Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation indicates set screw mark noted on terminal pin and drag marks noted on terminal ring. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing impedances and high pacing thresholds at implant as measured through the pacing system analyzer (psa). The lead was repositioned several times without resolving the issue. The lead was then connected to the patient's device to determine whether lead values would normalize which they did not. This lv lead was subsequently extracted and replaced with a new lead. No adverse patient effects were reported.